Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose level. The time and date was unknown. Customer's blood glucose value was 700 mg/dl at the time of the incident. Another blood glucose level was 400 mg/dl. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer stated that insulin pump was missing. The device will be returned for analysis.